Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic pancreaticoduodenectomy, the product could not be fired and the surgery could not be performed normally. The medical staff immediately replaced with a new packaged product and continued the surgery without causing any harm to the patient.